Manufacturer narrative:
In this incident, there was no report of injury to the patient. However, as result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion provided by dr) to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Initial testing of returned product indicated, it had a fractured surface. Further testing results will be provided as they become available.

Event description:
It was reported that a file separated during initial use; the separated piece was not able to be retrieved. There was no report of patient injury.